Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. During staged procedure three resolute onyx des were implanted in the lad. Approximately 1 month post index procedure and 22 days post staged procedure patient suffered from acute coronary syndrome. CPR was attempted but was unsuccessful and patient died. Investigator assessed that the event was not related to index device or antiplatelets medication. Safety assessed that the event was possibly related to index device but not related to antiplatelets medication. Death was classified as sudden cardiac death. Cause of death was acute coronary syndrome.